Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life w/ damage) issue. The battery compartment reportedly was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/20/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: there was evidence of short battery life; a ¿call service (cs) 177¿ low battery warning was noted on (B)(4) 2015. The battery cap was not returned; therefore, a test battery cap was used during investigation. The battery compartment was found to be cracked at the threads on the side and above the bumper pad. There was also evidence of moisture observed in the battery compartment. A leak test revealed that the battery compartment was leaking. The ¿ez-prime¿ steps were performed correctly; all currents draws are within specification. The pump¿s cover was removed; there was no further moisture or intermittent conditions found to the pcb or to the cgm module. The reported ¿short battery life¿ complaint was unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.